Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for te results of our investigation. (B)(4).

Manufacturer narrative:
Surgeon does not consider this to be a device problem.

Event description:
It was reported that patient underwent a revision of left tibial nail to a periloc straight compression plate due to non union of a segmental tibial fracture. Nail, 2 distal screws and 1 proximal screw were revised.